Event description:
Caller reported an alarm indicating that the tandem mobi did not have enough insulin. There was no adverse impact to the customer's blood glucose level. The caller was informed by technical support that the cartridge should have at least 30 units of insulin after tubing is filled to ensure a sufficient amount and recommended filling the cartridge with at least 65 units. The caller understood the guidance but chose to handle the procedure of loading the cartridge independently, and it was not confirmed if the process of resuming insulin therapy was successful. There was no further information provided on whether the customer encountered any issues thereafter.